Manufacturer narrative:
G2: foreign country - japan. H3, h6: multiple fdd/annex a codes were reported. A040507 was coded for deterioration over time. A05 was coded for damage to the open spine clamp. The clamp was returned to the manufacturer for analysis. There was physical damage. The cylinder receptacle on the returned clamp was broken and it was no longer attached to the clamp. As a result, the adjustment screw was not attached to the clamp face. The analyst was not able to set the clamp. Codes b01, c07 and d02 are applicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that there was damage to the open spine clamp that was confirmed during cleaning and sterilization. There was no patient involvement. It was reported that the damaged instrument was due to deterioration over time.